Event description:
It was reported the customer had cracks near the battery compartment and display window of their insulin pump. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Unit had blank display and constant tone alarm due to moisture damage on electronics. Unable to verify a21 alarm due to blank display. Pump received with scratched display window, cracked display window corner, cracked reservoir tube lip, scratched reservoir tube window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)